Event description:
It was reported that the customer received a button error alarm on the insulin pump, after he went to give himself a bolus and the screen froze the customer's blood glucose was not recalled. No significant events leading up to the alarm were recalled. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with all buttons function properly, however corroded keypad traces noted during visual inspection. No unexpected button error alarms noted. The time advances properly and no frozen screen anomalies noted. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.